Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 120 mg/dl, and the meter bg reading was between 29 and 30 mg/dl. Reportedly, a second cgm bg reading was 120 mg/dl, and the meter bg reading was 39 mg/dl. Reportedly, the customer consumed glucose and ate carbohydrates to treat low bg. Reportedly, the customer's husband also assisted in giving carbohydrates and glucose to the customer. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.